Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had prior to using the sensor she would experience low blood glucose of 30 to 40 mg/dl during the night. Customer stated she had called previously to report the issues and declined troubleshooting. Customer also reported issues with the sensor triggering the insulin pump to alarm low or high predict when her blood glucose was normal. Customer declined troubleshooting as she wasn't using the sensor. Customer didn't agree to return the insulin pump for analysis.